Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The endotracheal tube was inserted would not inflate as it should. The tube was removed and replaced. On examination of the removed tube it was reported there was a one inch piece of plastic inside the tube.